Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.22; (B)(6) male presented in the emergency room with chest pains/shortness of breath. The patient was administered nitroglycerin for the chest pain based on the I-stat result of 0.22 and subsequent testing indicated that the patient was suffering from appendicitis.test date: (B)(6) 2013:method draw sample tested resulti-stat 0736 a 0739 0.22centar 0736 a 1430 0.00i-stat 0914 b unk 0.02centar 0914 b 0944 0.00centar 0736 a 1530 0.00 (sample spun down and tested)new information was received on (B)(4) 2013. The site states that the patient was given nitroglycerin via an IV line on the morning of (B)(6) 2013 and recorded as follows: IV was started at 0737.first nitro dose administered at 0807;second nitro dose administered at 0812; third nitro dose administered at 0817;order for a nitro drip written at 0833;nitro drip initiated at 0855.there is no other patient information available at this time.